Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump had intermittent power; there was moisture in the battery compartment alleged. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-sep-2018 with the following findings: the black box showed multiple unexplained power reboot events. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was observed in the battery compartment. A leak test failed due a battery compartment leak. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. The ¿ez-prime¿ steps were performed correctly: no power interruption occurred during the investigation. Investigation was unable to duplicate the reported ¿power¿ complaint. The pump¿s cover was removed, and further moisture corrosion was found to the power printed circuit board and to the continuous glucose monitor module. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.